Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large suture cut needle driver instrument was analyzed and found to have a detached carbide insert on one grip. The carbide insert was not returned, measuring roughly 0.15" x 0.069" in size. The mating grip surface exhibits full coverage of brazing material. The grips and other components surrounding the carbide insert do not exhibit damage that would have contributed to the detached insert. Additionally, the instrument was found to have blade damage at the middle of the blade. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of the detached carbide insert on one grip is attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument tip was bent. The procedure was completed with no reported injury.